Event description:
The customer contacted philips healthcare to report that this defibrillator failed the operational check for the ECG cable twice. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). (B)(4) 2014; mailed MDR initial to FDA, emailed to (B)(4).